Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of over 600 mg/dl since starting pump therapy. Manual injections were administered to address blood glucose. Recommendation was made to consult with healthcare provider regarding diabetes management.